Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was implanted a few days before (B)(6) in 2011. The battery subsequently rotated, causing considerable back pain. The hcp planned a surgical procedure to 'put in another pocket' to relocate the battery. Additional information has been requested, but was not available as of the date of this report.